Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the staple load was tested by closing, opening, and re-closing, it was then loaded and handed to the surgeon. According to the surgeon, the stapler "closed on tissue and would not open." She had to squeeze a lot harder than normal to get the entire staple load to fire. After the staples were fired, she used the cutter and a loud cracking noise happened during this process.